Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated alinity I prolactin results for one 23-year-old female patient. The following data was provided: (B)(6) 2023: prolactin tested with the customer using an architect at (B)(6) with a result of 18.25 ng/ml (normal). On (B)(6) 2023, she returned to do all her hormonal tests again and this time the prolactin was processed for sid (B)(6) on the alinity at (B)(6) with a result of 78.26 ng/ml (elevated). This sample was repeated and generated a result of 73.79 ng/ml (elevated). The patient follows up with her doctor and he recommends going to another laboratory and obtained a normal result. The patient goes 3 days later to yet another lab to have a third sample tested and the result obtained is normal. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I prolactin results included a review of data and information provided by the customer, ticket trending review, device history record review, and labeling review. Additionally, in-house testing of retained reagent kit was also completed. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A review of the complaint trending report did not identify any trends for the issue for the product. A review of the device history record did not identify any non-conformances or deviations with lot number 52220ud00 and complaint issue. A review of labeling was performed and found to sufficiently address the customer's issue. In addition, accuracy testing was completed using panels which mimic patient samples with an in-house retained reagent kit of lot 52220ud00 stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Based on this investigation, no systemic issue or deficiency with the alinity I prolactin reagent, lot number 52220ud00 was identified. Section d4 - expiration date: updated from blank to 10may2024. Section h4 - device mfg date: updated from blank to 15jun2023.

Event description:
The customer reported falsely elevated alinity I prolactin results for one 23-year-old female patient. The following data was provided: (B)(6) 2023: prolactin tested with the customer using an architect at (B)(6) with a result of 18.25 ng/ml (normal). On (B)(6) 2023, she returned to do all her hormonal tests again and this time the prolactin was processed for sid (B)(6) on the alinity at (B)(6) with a result of 78.26 ng/ml (elevated). This sample was repeated and generated a result of 73.79 ng/ml (elevated). The patient follows up with her doctor and he recommends going to another laboratory and obtained a normal result. The patient goes 3 days later to yet another lab to have a third sample tested and the result obtained is normal. There was no impact to patient management reported.